Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the complaint. However, the fse replaced the manipulator controller ergonomic base (mceb) board due to the intermittent error observed in the system logs. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. A review of system logs confirmed the occurrence of error 23095 in the field, related to elevated temperature detected on the ergonomic column. Upon visual inspection, no issues were found that would be related to the reported event. The da vinci commander program was used to verify the functionality of the high-side switch, and no issues were detected. Subsequently, a digital multimeter was used to measure voltages across the armrest motor, vertical column, lift, in/out, and brake circuits. All readings were found to be within specification. The mceb was installed on a known good system, where it operated as expected. Ten consecutive power cycles were performed, where ergonomic features were physically checked for proper functionality after each cycle. The mceb was then left to idle in the known good system for 16 hours, during which no issues were observed. The complaint was confirmed based on the system logs, which indicates that the device may have contributed to the customer reported issue. Investigation confirmed that error 23095 occurred intermittently on the system. Error 23095 indicates a motor thermistor reading outside of acceptable temperature range. DHR review for the device(s) involved with the reported event has been completed. No quality notifications were identified to be related to this complaint.

Event description:
It was reported that prior to the start of a da vinci-assisted paraesophageal hiatal hernia surgical procedure, customer encountered ergo faults with surgeon side console (ssc) 2 . Technical support engineer (tse) reviewed the logs and found multiple 23095 errors for column ergo. Tse had the customer hard power cycle the ssc but fault came back at power up. The customer was going to use ssc 1 for the case. The procedure was completing as planned with no reported injury.